Event description:
Pt remarked that drivenut was slipping and failed to push insulin out of the set. Awoke with high bgs. Pt admitted to bumping the device the day before. Was instructed to contact physician for manual injections to stabalize bgs.